Event description:
This is a report from baxter (B)(4) of leakage that was observed from the patient control module after filling. The drug that was being used is not known. No patient injury or medical intervention occurred.

Manufacturer narrative:
The reported condition of leakage was not confirmed or duplicated. Visual examination of the patient control module showed no signs of physical defect or abnormality. Batch review was conducted with no abnormality observed. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The sample has been received for evaluation; upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)